Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: the account stated that the device fired with a good cutline and staple line. All the staples were formed. A few formed staples were seen in the abdomen which were irrigated and suction was used to remove the formed staples. The device would not open and had to be cut off the tissue. A second like device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an laparoscopic nephrectomy procedure, on the first staple load and the first firing, locked down on the tissue and could not be released. The doctor continued to work with the mechanical device until it came free from the tissue. Excess staples were seen in the abdomen area were irrigated and suctioned from the patient. Case completed with another device of the same product code and reload. There were no patient consequences reported. No device will be returned.